Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Pateint information has been requested.

Event description:
The customer reported that the ventilator is giving oxygen not available message. The customer reported that the unit was in use on patient, but there was no patient harm reported..

Manufacturer narrative:
Per biomedical engineer the trapped o2 pressure was release from the o2 manifold and the problem is corrected.